Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial#(B)(6) implanted: (B)(6) 2011 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 14-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt got their ins redone in (B)(6) and wanted to verify if they could get an MRI since it was supposed to be MRI compatible. Pt noted they also did not get a ID card when they got the ins redone. Agent reviewed registration with pt. Pt noted that in (B)(6) after they got the ins battery changed out, none of their leads were attached. That was probably in (B)(6) so a rep came out in (B)(6) and they went program the pt but they kept turning everything on but nothing would happen, so in (B)(6) they got a new lead swapped out. During call pt entered MRI mode and it showed full body eligible. Agent reviewed MRI guidelines and ordered an ID card by emailing registration. The rep reported they were aware of the patient needing mris and having an old paddle lead, so the healthcare provider (hcp) swapped the lead for a newer model, but the rep was not aware of any leads being unattached.